Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms, and left ventricular (lv) impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). After the lss, rv noise, oversensing, and pacing inhibition with less than two seconds of asystole was observed. Increased noise was reproduced with patient isometrics. The device was reprogrammed. Also, right atrial (ra) oversensing of rv signals was noted. Further troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms, and left ventricular (lv) impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). After the lss, rv noise, oversensing, and pacing inhibition with less than two seconds of asystole was observed. Increased noise was reproduced with patient isometrics. The device was reprogrammed. Also, right atrial (ra) oversensing of rv signals was noted. Further troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service. Additional information received reported that this device and the non boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. There were also episodes of pacemaker mediated tachycardia (pmt) and noise on the ra channel which appeared to be due to minute ventilation signal oversensing. Programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms, and left ventricular (lv) impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). After the lss, rv noise, oversensing, and pacing inhibition with less than two seconds of asystole was observed. Increased noise was reproduced with patient isometrics. The device was reprogrammed. Also, right atrial (ra) oversensing of rv signals was noted. Further troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service. Additional information received reported that this device and the non boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. There were also episodes of pacemaker mediated tachycardia (pmt) and noise on the ra channel which appeared to be due to minute ventilation signal oversensing. Programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the programming performed this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to provide updated evaluation coding.